Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that high lead impedance readings were obtained when normal diagnostics were performed during an office visit. The pt was referred for surgery for end of service and pre-op normal mode and systems diagnostics were high. The physician replaced only the generator and removed some scar tissue around the nerve. Diagnostics were performed and the results were within normal limits; however, specific results were not provided. The lead was not replaced and therefore will not be returned for device eval. Good faith attempts to obtain add'l info from the pt's neurologist have been unsuccessful to date.